Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that since following an intraocular lens (iol) implant procedure, the patient experienced black arcs in vision. The iol was exchanged for non-company lens model 3 months 13 days following the initial implant procedure. In the surgeon opinion the product had caused or contributed to event. The patient issue was resolved with dilation. In surgeon's prognosis good post operative appearance denies arcs with no patient harm. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. A small crack is observed on the optic. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The company lens 25.0 diopter lens was replaced with a non-company monofocal lens with a 24.5 diopter. This may suggest that the replacement lens model was an improved choice for the patient's vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).